Manufacturer narrative:
The referenced previous gastrointestinal bleed was reported under medwatch MFR report# 2916596-2018-01075. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 4 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was experiencing gastrointestinal losses in the setting of anticoagulation. The patient had received 2 units of packed red blood cells the previous week for gastrointestinal bleeding, and now on (B)(6) 2018, received 2 additional units of packed red blood cells. Coumadin was held last week. Inr is now at 1. Anticoagulant at time of event was warfarin. It was noted that the last upper endoscopy showed 2 angiectasias (now s/p argon plasma coagulation (apc) with no source of bleeding from the colon as of (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.